Event description:
Spontaneous call from patient who reports she does not believe the pumps are infusing remodulin sufficiently. Remodulin may not have been infusing and patient is feeling more short of breath. Pumps being replaced. Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? Yes. If yes, was any medical intervention provided? Please explain. Yes. Patient counselled. Medical doctor informed. Is the actual device available? Yes. Strength: 10mg/dl. Dose or amount: 57 ng/kg/min. Frequency: continuous. Route: sq. Dates of use: from (B)(6) 2015 to current. Diagnosis or reason for use: pah.